Event description:
It has been reported to philips that the system gave an alert indicating that it did not have enough disk space, which could impact imaging. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that there was not enough disk space. The philips remote service engineer (rse) connects with the customer remotely. The customer complained that fco negatively impacted the software. The rse explained that the fco is not related to software. No service has been performed by philips since the service quotation was not accepted by the customer. No further information regarding the issue has been provided. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.